Manufacturer narrative:
The patient complained of skin expansion and stretching six months after device implantation. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient included skin wrinkling in erect and flaccid state. The patient also acknowledged the statement within the consent form, "I understand that recovery is highly individual and may vary significantly for any particular case. I understand that full rehabilitation can take considerable time, including months, if not years." The device was implanted on (B)(6) 2022. The patient tolerated the procedure well, and there were no complications. The patient rated his pain as 0/10 after the operation. About 8 weeks after implantation, the patient informed the clinic of inflammation and discomfort. After review of the images, it was determined that the patient was experiencing a severe yeast infection; the patient was treated at his local urgent care. On (B)(6) 2023, the patient returned to the office to complain of bilateral protrusions and stretched sutures. After consultation, it was identified that the penile skin had expanded, the lateral sutures had stretched, the implant had angled, scar tissue has formed in the penis, and the patient needed an upgraded implant. It was noted that this issue had developed after the severe yeast infection. The patient underwent the consent process again, signing off on various risks and complications one-by-one. This also included a new consent for revision operations, which states previous surgery on the penis can prolong healing, and that various risks are higher than during the original operation. The original device was removed and replaced with a better fitting implant on (B)(6) 2023. The patient tolerated the procedure well, and there were no complications. The patient rated his pain as 0/10 after the operation.

Event description:
Patient had initial device removed and upgraded to a new device due to skin expansion and stretching.